Manufacturer narrative:
The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number with this error pattern. Based on the information provided and without a product for investigation a clear conclusion can not be drawn. After the 8 d report a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with metha. It was reported that a patient (B)(6) years old who had a total hip arthroplasty on (B)(6) 2020 fell due to drunkeness on (B)(6) 2020. He was transported by an ambulance and found to have dislocated. X-ray revealed a crack in the femur and a subsidence of the stem. Therefore, it was decided to carry out the revision on (B)(6) 2020. The plan was for the surgeon to remove the metha stem, wire the diaphysis, and add an osteotomy; along with insertion of bicontact d. A revision surgery was necessary. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Involved components: nk560d-biolox delta prosth. Head 12/14 32mm s-52506964. Nc852t-plasmafit plus 3 cup cap size 52mm g-52498489. Nv203e-vitelene insert g 32mm sym.-52366749.